Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 541 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi). The index procedure treated a 3.5x14mm, 92% stenosed, thrombotic, mildly calcified, mildly tortuous lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.5x20mm drug eluting stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and clopidogrel. During the two-year follow-up the site discovered that the patient had a non q-wave mi 541 days post index procedure, which was not confirmed by cardiac enzymes. The mi was resolved medically 6 days later and the patient was discharged. The mi was assessed as probably related to the taxus stent and the target vessel.